Manufacturer narrative:
The pod was received with the cannula fully deployed. Inspection of the needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in cannula dislodge. A root cause for the reported cannula dislodge could not be determined. The exposed soft cannula for the received pod was found to be bent. During leak test, fluid was found leaking through a tear on the exposed soft cannula, where the tip of formed needle rested. It could not be conclusively determined when this damage to soft cannula occurred. The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy. The device ran for 354 pulses. There was evidence of blood on the adhesive pad, notable near the bottom housing window. During investigation, no damages or defects were found on the formed needle and bottom housing that would cause bleeding at the infusion site. The actual cause of the reported bleeding could not be determined. Small cracks were observed on the top housing of the pod. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by the patient's mother that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 36 and 48 hours. The patient went to the school nurse. When removed from the infusion site (leg), the pod's cannula was found bent. The nurse also saw that the cannula was dislodged and the pink slide did not appear to be moved forward all the way. As treatment for hyperglycemia, a manual injection of insulin was delivered.